Event description:
It was reported that during a bypass coelio procedure, the stapler did not open and afterwards, the stapler did not open properly. The jaws were closed. Another like device was used. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.